Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined the cause of the reported failure to be the apex wire pulling out of the crimp of the connector, and no longer making contact.

Event description:
It was initially reported that the device would prompt the user to connect a test plug when one was already connected. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to detect a therapy cable connection as well.